Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. Secondary surgical intervention, explant and exchange . Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2017 due to refractive change overtime. The lens was exchanged and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial. Visual inspection found the lens with no visual damage and residue on the lens surface. (B)(4)